Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, after the instrument was loaded it would not fire. The handle and adapter status indicator lights were illuminated but the reload light was not. A manual handle was used to complete the procedure. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). This report is based on information provided by an engineering evaluation. Post market vigilance (pmv) received one powered handle and one adapter opened by the account with no display box or packaging. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. No visual abnormalities were noted for the handle or adapter. Testing determined that the terminations on the isi board and on the underside of the mma board assembly were properly connected and that the connection within the board and mma switch is the cause of the reload recognition issue. The switch not functioning is the result of several variables including the following: improper solder operation at the vendor location; improper assembly of the sealed switch to the mma board at the vendor location; improper soldering during assembly. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.